Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The user facility requested a repair for the evis lucera gastrointestinal videoscope due to poor suction. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
Establishment name: (B)(6) the suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition, the adhesive on the bending section cover has a chip, the switch button one has a scratch and wear, the light guide lens has a crack, the nozzle is deformed, the connecting tub has a cut and buckling, the scope connector is peeled, the protector of the universal cord on scope connector side has a scratch, the universal cord has a wrinkle and scratch, the switch button four has a scratch and wear, paint on suction cylinder is peeled and the suction cylinder is shaved. Due to wear of the angle wire, the bending angle in the up direction and the play of up/down knob does not meet the standard value. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.